Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples all devices showed expected negative results at read time. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that a (B)(6) year old patient was "spotting", arrived at the doctor's office to begin birth control. An hcg test cassette was administered as a routine procedure and a positive result was obtained. Blood was drawn and sent to a lab x2 and both results came back negative- confirmatory testing method not provided. Trouble shooting occurred with a discussion about reviewing proper sampling technique/storage conditions per pi; with an emphasis on running controls & to interpret results between 3-4 minutes using a timer.